Event description:
It was reported to medtronic neurosurgery that the valve was occluded and therefore explanted.

Manufacturer narrative:
The device met specifications for leak testing. The valve was not patent as the adjustment mechanism was occluded with proteinaceous debris. The instructions for use that accompanies the device cautions that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR.